Event description:
During the follow-up of the subject device performed on (B)(6) 2011, the physician observed an unexpected behavior during test mode: the device was programmed in ddd/amc with a rate of 55 min-1; however, the device was pacing in ddi at 30 min-1.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.